Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2019. It was reported on (B)(6)2020 that the patient received an inappropriate shock on (B)(6) 2020, which is recorded in a remote monitoring report. According to health professionals, this shock was due to electromagnetic interferences (emi), however the patient did not report proximity to any equipment that could cause emi interferences at the moment the shock was delivered. The patient reported feeling dizzy before the shock delivery. In addition, normal device parameters were observed. On (B)(6) 2019, other similar episodes occurred, however no shock therapies were delivered. The patient reported that when the episodes were recorded, the patient was close to a construction crane remote control. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.

Event description:
The defibrillation system was implanted on (B)(6) 2019. It was reported on (B)(6) 2020 that the patient received an inappropriate shock on (B)(6) 2020, which is recorded in a remote monitoring report. According to health professionals, this shock was due to electromagnetic interferences (emi), however the patient did not report proximity to any equipment that could cause emi interferences at the moment the shock was delivered. The patient reported feeling dizzy before the shock delivery. In addition, normal device parameters were observed. On (B)(6) 2019, other similar episodes occurred, however no shock therapies were delivered. The patient reported that when the episodes were recorded, the patient was close to a construction crane remote control. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.